Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 419 mg/dl at the time of incident. Customer other relevant blood glucose level was over 400 mg/dl. Customer treated high blood glucose level was insulin syringe. Customer also stated that the insulin pump had pump error in the motor was detected by reading unexpected value from hall sensor. Customer reports they were able to clear the alarm and not able to rewind the insulin pump. Customer declined trouble shooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 43 noted. Motor was tested outside device and passed, however device received with corroded electronic assemblies and corroded motor home switch.